Event description:
It was reported that two days post implant, the patient experienced chest pain. System interrogation found loss of capture and exit block, but no asystole was noted. Imaging confirmed that the lead had perforated the ventricular wall, so a revision procedure was scheduled. At this time, there is no evidence to suggest that this intervention has been performed. No additional adverse patient effects were reported. The lead remains in service. Additional information provided from the field indicated surgical intervention was later performed and this lead was explanted and replaced. No additional adverse patient effects were reported. The lead was discarded by the facility.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that two days post implant, the patient experienced chest pain. System interrogation found loss of capture and exit block, but no asystole was noted. Imaging confirmed that the lead had perforated the ventricular wall, so a revision procedure was scheduled. At this time, there is no evidence to suggest that this intervention has been performed. No additional adverse patient effects were reported. The lead remains in service.

Event description:
It was reported that two days post implant, the patient experienced chest pain. System interrogation found loss of capture and exit block, but no asystole was noted. Imaging confirmed that the lead had perforated the ventricular wall, so a revision procedure was scheduled. At this time, there is no evidence to suggest that this intervention has been performed. No additional adverse patient effects were reported. The lead remains in service. Additional information provided from the field indicated surgical intervention was later performed and this lead was explanted and replaced. No additional adverse patient effects were reported. The lead was discarded by the facility.